Event description:
It was reported that the device delivered four unsuccessful shocks during vf episodes. Induction performed where some tests were not effective. External defib was used. Physician will monitor the patient.